Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Additional suspect medical device components involved in the event: model: sc-2366-50, serial/lot: (B)(4) / 19312012, description: linear 3-6 lead 50 cm. Model: sc-2366-50, serial/lot: (B)(4) / 20633778, description: linear 3-6 lead 50 cm. Model: sc-2366-50, serial/lot: (B)(4) / 21328880, description: linear 3-6 lead 50 cm. Model: sc-2366-50, serial/lot: (B)(4) / 2000020483, description: linear 3-6 lead 50 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent multiple reprogramming sessions and no impedances were found on the lead. The patient then underwent a revision procedure to explant four leads and have two new leads implanted. The patient was doing well post operatively. All explanted leads were discarded by the physician because they required cutting. The bsc representative was not sure which leads were explanted as she was not present at the previous revision procedure where one lead was added and one lead was replaced.